Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two bent cannulas, which led to elevated blood glucose levels on (B)(6) 2026. During the event, the patient's blood glucose was 385 mg/dl, and symptoms included polydipsia and sleepiness/drowsiness/somnolence. No further information available.